Event description:
A healthcare worker reported feeling light-headed, dizzy with a "numb sensation in sinuses, palate and throat" after taking out the colonoscopes at the end of the disinfection cycle and blow drying their lumens. This feeling lasts about 5-10 minutes and would go away but it kept recurring. It was not reported the first time it occurred, health worker finally did report it to the or charge nurse. Health worker is feeling normal now.